Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation has been completed. Engineering confirmed the customer reported event. Visual inspection was conducted and found the roll bearing to be broken and corroded. The stapler was placed on an in house da vinci system and the instrument clamped, fired, and unclamped with no issues but was unable to rotate due to the broken bearing. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported during a da vinci surgical procedure the endowrist stapler 45 instrument would not articulate. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.